Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg became inoperable due to patient's lack of charging it. The patient underwent surgical intervention wherein the ipg was replaced on (B)(6) 2019. It was reported that effective therapy was restored post operatively.